Manufacturer narrative:
E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k152842, k980163, p980033. Device evaluated by MFR: the wallstent uni was returned for analysis. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. A visual examination identified no damage to the stent holder. The stent cup was noted to be damaged. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination of the shaft identified no issues. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 02dec2025. It was reported that the stent failed to deploy. The stenosed target lesion was located in the iliac vein. A 75cm wallstent-uni endoprosthesis self-expanding was selected for use. During the procedure, the stent could not be deployed normally. The procedure was completed with another of same device. There were no patient complications as a result of this event. However, device analysis revealed that the stent already deployed from the delivery system and the stent cup was noted to be damaged.